Manufacturer narrative:
Initial report sent: 12/19/2007.

Event description:
Procedure type: anterior resection. According to the reporter: the stapler was applied, the donuts were complete and no bubbles were detected during the air leak test. The patient however, was later re-operated due to pain and it was noted that 75% of the staples were detached. The patient expired the following day after the second operation. The date of the initial operation is reported as of 2007, unfortunately, the re-operation and patient death dates have not been provided by the reporter.